Event description:
It was reported that following insertion of the iab, the pt underwent bypass surgery. Later, it was determined that the pt had developed a retroperitoneal bleed. He was returned to the or due to the bleeding. The iab was removed, and the bleeding continued. The pt expired on 8/31/1999 of an unk cause.